Event description:
It was reported that the device had a motor not running properly; it tries to run but no fluid runs. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: date returned to mfg; 1/22/2025. Device evaluation: one device received for device analysis. Functional testing and visual inspection performed during analysis. The customer reported complaint could not be verified or duplicated during investigation.